Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse called and reported that the customer experienced high blood glucose of 600 mg/dl. She was treated with manual injection. Troubleshooting was performed with customer's insulin pump. The drive support cap appeared normal. No air bubbles were found along the tubing length and insulin exited during manual prime. The caller was unsure of the accuracy of programming and was advised to verify with healthcare provider. Caller did not have tubing clamps with which to perform high pressure test to confirm if insulin pump was able to detect an occlusion. It was advised to change entire set, reservoir and insulin, and to call upon receipt of tubing clamp to perform high pressure test.